Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a pericardial perforation was observed. The patient's hospitalization was extended. No further patient complications have been reported as a result of this event. Additional information indicated that after a difficult transseptal puncture, there was a perforation. It was also reported that after the cryoablation procedure, there was a pericardial effusion. A puncture was then performed, and the patient had a blood transfusion. The patient was hospitalized for several days.